Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("really bad smell/ smell like cat pee") and infection ("infection"). The patient was treated with surgery (esssure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and infection outcome was unknown and the vaginal discharge had not resolved. The reporter considered infection, medical device removal and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: really bad smell/ smell like cat pee, infection. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case was upgraded to serious incident. Event medical device removal was added. Essure insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis, paratubal cyst, pelvic pain female, pelvic adhesions and uterus enlarged. Previously administered products included for an unreported indication: camila. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("really bad smell/smell like cat pee") and infection ("infection"). The patient was treated with surgery (laparoscope atopic total hysterectomy, bilateral salpingectomies, lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and infection outcome was unknown and the vaginal discharge had not resolved. The reporter considered infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: -cervix with acute and chronic cervicitis -adenomyosis. Concerning the injuries reported in this case, the following one was reported via social media: really bad smell/smell like cat pee, infection. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: event "medical device removal" was updated by "chronic pelvic pain". Medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis, paratubal cyst, pelvic pain female, pelvic adhesions and uterus enlarged. Previously administered products included for an unreported indication: (B)(6). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("really bad smell/smell like cat pee") and infection ("infection"). The patient was treated with surgery (laparoscope atopic total hysterectomy, bilateral salpingectomies, lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and infection outcome was unknown and the vaginal discharge had not resolved. The reporter considered infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: -cervix with acute and chronic cervicitis - adenomyosis. Concerning the injuries reported in this case, the following one was reported via social media: really bad smell/smell like cat pee, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.